Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was no complaint of moisture or corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the display was found to be dim with red letters. Unrelated to the initial complaint, the up and down keypad buttons operated intermittently when tested; all other keypad buttons responded to testing. There was no evidence of physical damage on the keypad. The keypad was removed for further investigation and contamination was found under all the button contacts. The battery cap was unavailable; a test battery cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).